Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a competitor brand meter. The customer experienced a seizure, cramps, malaise, and dizziness and had contact with a healthcare professional who administered glucose injection and saline for the diagnosis of hypoglycemia. No further information was provided. The customer did not provide sensor readings at the time of the event, although low sensor readings were reported, it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a competitor brand meter. The customer experienced a seizure, cramps, malaise, and dizziness and had contact with a healthcare professional who administered glucose injection and saline for the diagnosis of hypoglycemia. No further information was provided. The customer did not provide sensor readings at the time of the event, although low sensor readings were reported, it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR for the libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Further extended investigation was performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities. Data was successfully extracted. The returned sensor's glucose data was inspected and did not observe any evidence of inaccurate readings. The returned patch was de-cased and no issues were observed on the patch component or sensor flag. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. Based on returned product download section d4 (serial number) was updated from (B)(6). Based on returned product download section h4 (device mfg date) was updated from 6/17/2022 to 3/25/2022 . All pertinent information available to abbott diabetes care has been submitted.